Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that they just rotated a battery that had pushed open the pocket. They were calling to inquire about the use of vashe in the pocket. No further complications were reported or anticipated.